Event description:
It was reported that it was difficult to insert the system over a 0.035 inch stiff guide wire. The physician advanced the system with force and finally succeeded in placing the stent. After removal of the delivery system, he found the inner sheath to be broken off and stuck on the guide wire. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The sample has been returned to the MFR for eval. The investigation is currently underway.